Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field- e1(initial reporter, medical device ¿ problem code). It was reported that during use the cardiosave intra aortic balloon pump (iabp) red cables are bent and are not working properly on unit. There was no patient harm. A getinge field service engineer (fse) could not verify issue as the bent cables were not able to be located. The customer informed the fse they had ordered a replacement cable. Unit passed all tests and calibrations to manufacturer standard.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue where the red cables were bent and not functioning while the device was in use. There was patient involved. No harm or injury to the patient was reported.